Event description:
The reporter contacted animas on (B)(6) 2015 alleging that on (B)(6) 2015, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 519 mg/dl with accompanying symptoms of chest pain, confusion, increased urination and increased thirst. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged an inaccurate insulin delivery issue with the pump. During troubleshooting with animas customer support, it was documented that the pump was not calculating recommended bolus total correctly. Troubleshooting did confirm that the basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. This complaint is being reported because the patient alleged hyperglycemia while on insulin pump therapy and an inaccurate insulin delivery issue with the pump that was not resolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.